Event description:
It was reported the patient¿s previous device they had for six years was replaced because the leads moved and the implantable neurostimulator (ins) ¿quit doing its job.¿ it was noted that this happened in (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, lot# v008174, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. Product ID: fa37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger.